Event description:
This spontaneous case was reported by a physician and describes the occurrence of perforation ("perforation with essure") in an adult female patient who had essure (batch no. E24120) inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Diagnostic results: hsg (hysterosalpingogram) -(B)(6) 2018, left- good location, right- in pelvis-not able to rely. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a physician and describes the occurrence of perforation ("perforation with essure") in an adult female patient who had essure (batch no. E24120) inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Diagnostic results: hsg (hysterosalpingogram) on (B)(6) 2018, left- good location, right- in pelvis-not able to rely. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.